Event description:
A nurse reported the infusion pressure cut out in the middle of a vitrectomy case when performing the extrusion step. The infusion pressure was set to 35 mmhg (millimeters of mercury) and the displayed pressure remained as 35 mmhg at the time of the event. The surgeon manually injected air into the eye until the infusion pressure returned. Following a ten minute delay, the procedure was completed with no harm to the patient. The nurse advised that the infusion cannula was not kinked, they do not use iop (intraocular pressure) compensation and no system messages were displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).